Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion with the stent occurred. The lesion being treated was a non calcified, non tortuous right coronary artery (rca) lesion. The physician had difficulty passing the taxus express2 8.8% 3.5 x 20 mm drug eluting stent through a stent that was previously implanted (3 years ago) and crossing the rca lesion. The physician was able to successfully implant a taxus expres2 8.8% 3.5 x 8 mm stent and a taxus express2 8.8% 3.5 x 12 mm stent at the rca lesion. There were no pt injury or complications reported.